Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (unknown concentration or dose) and fentanyl (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that since the patient's pump was implanted in (B)(6) they have had an infection at the incision site. The patient stated that they have been going to see their healthcare provider to have the wound drained and new gauze put on. The patient stated that they were at their healthcare provider's earlier today ((B)(6) 2022) where they noticed that there was not as much fluid to drain and stated the wound was looking improved.